Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient complained of swelling and pain at the ins pocket site and was requesting that the ins be moved from their abdomen to their flank. A contributing factor of the swelling/pain was the patient's recent ins replacement. The patient saw a physician's assistant (pa) who recommended follow up in 6 weeks to re-evaluate. The pa felt that the swelling and pain were part of the normal healing process. The pa ordered lidocaine patches for pain and recommended an aboriginal binder for swelling. The patient was to be seen again on (B)(6) 2018- if the ins site was still an issue the surgeon would consider moving from their abdomen to their flank. The issue was not resolved. No further complications reported. Additional information was received from the manufacturing representative (rep). It was reported that the patient was seen by the health care professional (hcp). Patient still has complaints about their ins site. Hcp will revise site and move ins to flank in the plan. Surgery is scheduled for (B)(6). No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l92880, implanted: (B)(6) 2001, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and manufacturer representative (rep). It was reported that during a revision and the 2x4 paddle that was implanted broke. The rep stated that the surgeon placed a 2x8 paddle but was only able to insert the paddle in such a way that 4 electrodes extended into the epidural space because of scar tissue; the remaining portion of the paddle extended up outside of the space between the vertebrae. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3998, lot# l92880, implanted: (B)(6) 2001. Product type lead .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported the wire split because of how old the lead was and through the physician trying to tug the wire through the tunneling site. This was not an issue with the device and it likely tore due to the age of the lead. The lead was disposed of. No further complications reported.